Event description:
It was reported that review of the stored egm revealed a possible sensing issue. The device was reprogrammed from ddd 60 bpm to vvi 80 ppm. No new information has been received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.